Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer has not requested getinge to evaluate the iabp in connection with this event. However, the customer has advised that they have had no further issues with the iabp and has stated that maybe it had something to do with the plug in the back of the balloon pump not pushed in all the way. The iabp remains in clinical use.

Event description:
It was reported that prior to use on a patient, the cs300 presented with an electrical test failure code #58 on startup of the pump. The pump was shut down and they were able to get a replacement pump. However, when the malfunctioning pump was turned on again, it worked fine. There was no patient involvement and no adverse event was reported.